Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve, the valve was underexpanded during deployment. Post-dilation was performed, and upon removal of the balloon, the valve dislodged from the annulus. Consequently, a new valve was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review: three media files were provided for review. Valve depth just prior to final release was approximately 3mm on the non-coronary cusp an undetermined view. The valve was released and appeared to be stable. A post implant dilatation was performed to further expand the valve. Evidence supports that while removing the post implant balloon, it interacted with the evolut frame causing the valve to dislodge aortic. As listed in the instructions for use, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed using a 23 mm balloon. The valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter. The implant depth was 3 mm; however, the valve dislodged towards the ascending aorta.